Event description:
The customer reported that a patient's sample containing anti-k and anti-jka failed to react in the mts anti-igg card lot # 082908001-12. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Retained and returned testing performed at ocd using returned sample was satisfactory. The customer indicated that the sample contained anti-k and anti-jka. However, testing at ocd identified anti-k and another unidentified antibody. The sample was not sufficient to perform further testing. The customer's complaint was not confirmed. Gel cards performed as expected at the ocd site and no false negative reactivity were observed in any of the gel cards. Batch record review was within release specifications. Incident is isolated. (B) (4).